Event description:
The reported feedback suggests that there is a leakage.

Manufacturer narrative:
The customer's report of a leakage was not confirmed. A visual inspection did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing did not identify any leakage. Pressure testing also did not identify any leakage from line above the drip chamber. The root cause of the customer's report could not be determined.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The reported feedback suggests that there is a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.